Manufacturer narrative:
Imaging was done prior to explanting the device and did not show any conclusive reason for loss of therapy. No migration of the implanted components was noted. Inspection of explanted device was unable to conclusively identify wear damage verses surgical explant damage on the returned components. Assumption is that the genicular location of the device led to significant wear and potentially caused the therapy to become ineffective. There does appear to be some level of component failure, but a more specific cause is unable to be determined.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. Patient participated in the trial phase with nalu prior to implanting a permanent system. The permanent system was placed on the medial thigh area with the implanted leads targeting the superior genicular nerve. After implant the patient was activated and reported receiving therapy. Patient later reported loss of therapy and noted discomfort at the device location even when the stimulation was off. A full system explant was performed on (B)(6) 2024. MDR 3015425075-2024-00276 was filed on 07/24/2024. At the time of the initial filing, the explanted components were pending inspection and investigation completion. This report is being filed as a follow-up after completion of the investigation.